Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) due to increased battery impedance. It was noted that the patient was admitted to the hospital for acute exacerbation of chronic heart failure. The physician indicates it is possible that the mode and rate change could have evoked the deterioration in clinical status because atrial fibrillation (af) appeared right after eri. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Concomitant product: 5554-53 lead, (B)(6) 2007.